Event description:
It was later reported that the previous doctor was no longer there and there was a new doctor, however an appointment had not yet been scheduled. Per the reporter, they chose not to have the pump refilled at this point and the patient was not having any problems.

Event description:
It was reported that the pump had been alarming for 6 months to a year. The pump was empty as a decision had been made over a year ago not to refill the pump because the patient seemed more responsive from the brain injury. It was noted that the patient was still having a lot of tone. The family was considering pump replacement. The device system was used to deliver baclofen.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004-(B)(6), product type catheter. (B)(4).